Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, a single definitive root cause could not be conclusively determined. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
Reference manufacturer number: 1627487-2019-09760, 1627487-2019-09761. It was reported that the patient was not feeling therapy. A manufacturer representative investigated the system and confirmed it was due to high impedances on several lead contacts. As a result, the patient underwent surgical intervention wherein the system was explanted. Note: since it is unknown which lead has high impedances or the root cause of the impedances, all devices are being reported.